Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-13369. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing. It was also observed that the right ventricular lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.